Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given, due to the pump time being incorrect. High bg was addressed by taking a manual correction injection and a correction injection via the pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.